Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00044.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a penumbra smart coil detachment handle (handle), penumbra smart coils (smart coils), and a non-penumbra microcatheter. During the procedure, the physician advanced the first smart coil into the target location and reported that it would not detach after several attempts. Therefore, the handle was removed. The procedure was completed using a new handle to detach the same smart coil. There was no report of an adverse effect to the patient.